Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure to treat a persistent atrial fibrillation (a fib) using a farawave pulsed field ablation catheter and considered off-label use, presented an irrigation anomaly. It was observed that the catheter irrigation was stopping whilst in the flower shape. The catheter was undeployed to basket configuration resulted in irrigation resuming. No action was taken, and the procedure was completed as normal. The procedure was successfully completed using original method and or device, and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.

Event description:
It was reported that during procedure to treat a persistent atrial fibrillation (a fib) using a farawave pulsed field ablation catheter and considered off-label use, presented an irrigation anomaly. It was observed that the catheter irrigation was stopping whilst in the flower shape. The catheter was undeployed to basket configuration resulted in irrigation resuming. No action was taken, and the procedure was completed as normal. The procedure was successfully completed using original method and or device, and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Additional information was provided in h6 evaluation conclusion codes this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.